Event description:
It was reported that the roll-x successfully crossed several lesions in the native right coronary artery (rca) and the lesions were successfully treated with stents. The roll-x wire was then placed across a lesion in a saphenous vein graft (svg) to the left anterior descending (lad). The guide catheter did not provide appropriate support so the roll-x wire and guide catheter were removed and a new guide catheter was placed in the vessel. Upon deployment of the stent, the svg perforated and the pt coded. The pt was taken to ccu and was put on a balloon pump and a ventilator. The pt was treated with several covered stents and was subsequently transferred from the cath lab in stable condition. No additional info is available.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined.